Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having spots on lungs. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient allegedof having spots on lungs. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the internal and external parts of the device and found dust-like contamination on top of the sound abatement foam, found dust-like contamination is spread out on the top of the pca (printed circuit assembly), dust-like contamination at the air inlet behind the filter. J5 of the pca had unknown contamination on the copper pins of the connector. At the humidifier heater circuit on the pca, there was thermal stress, burn mark, and melting on the connector that plugs into the j9 pca header at pin 3. Also, corrosion on the black wire of pin 3 of that connector, dust-like contamination on top of the blower box and throughout the bottom of the enclosure, dust-like contamination and tiny fibers/hair in the bottom of the blower box and air inlet seal had yellowed and had dust-like contamination on it. Manufacturer recieved ac power cord but there no power supply. Manufacturer inspected humidifier also and observed left side panel had dust-like contamination on it, unknown dust-like contamination on the bottom and on the sides of the enclosure and the heater plate, flip lid seal had yellowed and had unknown potential bio contamination on it. Dry box seal and inlet seal had unknown contamination on it. Also, inlet seal had yellowed. Inside bottom of the enclosure and under the heater plate had dust-like contamination (tiny hairs/fibers). The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found six error codes. The manufacturer concludes evidence of sound abatement foam degradation/breakdown was observed in this device and confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings of the humidifier.